Manufacturer narrative:
Product event summary - the device was returned and analyzed. The device met 91% of expected longevity. Without the history of the programmed settings throughout its service life, there is no way to determine why the longevity did not match the predicted model. Conclusion - this device was included in that field action, but returned product testing found the device did not perform as described in the field action.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary - the device was returned and analyzed. There were two patient alerts for subthreshold lead impedance on (B)(6) 2010 and (B)(6) 2011. The weekly high volt lead trend data shows high impedance for minimum and maximum superior vena cava defibrillation impedance equal to 254 ohms between (B)(6) 2011 and (B)(6) 2013. The weekly battery voltage trend data shows minimum battery equal to 2.759 to 2.662 volts minimum between (B)(6) 2013 is before device the recommended replacement time of less than or equal to 2.6251 volts. Concomitant products: 694765 implantable defibrillation lead (B)(6) 2010, 419488 implantable defibrillation lead (B)(6) 2010. (B)(4).

Event description:
It was reported that the device reached elective replacement indicator due to possible premature battery depletion. The device was explanted and replaced. The superior vena cava (svc) coil of the right ventricular lead had high impedance. During the change out of the device, the pin was found to be loose in the header. The set screw was not engaged. The lead impedance in new device was good. The lead is still in use. No patient complications have been reported as a result of this event.